Event description:
The patient reported that her vns system had stopped controlling her depression around late 2013-early 2014. It is not known if this is attributed to a problem with her vns or a change in the responsiveness of the patient's condition. Attempts for additional pertinent information have been unsuccessful to date.